Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged between 300-427mg/dl. Customer alleged pump did not deliver insulin as intended. Additionally, intermittent occlusion alarms occurred. As tandem technical support was not contacted at the time of the reported issues, a system check could not be performed to determine a possible cause of the event. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.